Manufacturer narrative:
(B)(6). Visual examination of the retained sample found particles were present on the contact lens case. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all speciations. Visual inspection of the returned units confirmed the presence of black solid particles on the external surface of the contact lens case. The root cause was identified and a corrective action was implemented to address this malfunction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
While opening revitalens ocutec at amo (B)(4), an amo scientist noticed that some of the lens cases in the box were coated in black speckles/particles. Out of seven shipper boxes, only two boxes were affected. The speckles/particles were limited to the outside of the lens cases.

Manufacturer narrative:
Spectral analysis was performed on the debris retrieved from three (representative) of the returned lens cases. The ashy substance seen on the cases was identified as a polyurethane material by comparison to samples from the (B)(4). All pertinent information available to the manufacturer has been submitted. All pertinent information available to the manufacturer has been submitted. Placeholder.